Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a metal piece on the mega suturecut needle driver instrument was sticking out. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was a single metal piece that looked like a metal wire that was frayed sticking out in between the jaws on the needle driver. It was identified at the distal end. The instrument was sent to our sterile processing facility which was made aware of to the manager of that department.